Event description:
Reporter states that on (B)(6) 2018 she met with her physician who performed an angiogram using a mynx closure device. As a result, the patient suffered a retroperitoneal hematoma and was rushed to the hospital where she spent 3 days. She has experienced kidney and bladder pain as well as soreness and a swollen lymph node.